Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and 400 mg/dl, 239 mg/dl, 200 mg/dl. The customer¿s blood glucose was 100 mg/dl and sensor glucose was unknown at the time of the event, the difference is outside the acceptable range of 87 mg/dl. The sensor will be returned for analysis.